Event description:
It was reported that during the procedure, after advancing a 4.0x60x135 xpert biliary self-expanding stent system to a lesion in a non-tortuous, unspecified vessel, the stent completely failed to deploy. The xpert stent system was withdrawn from the anatomy without issues. Another xpert stent was used in completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. The returned goods lab received the xpert device; however, the stent was not returned. Additional information received indicates that the stent was noted to be in the deployed state; however, it was packaged with the delivery system in the same bag for return; thus, the stent does not remain in patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Evaluation summary: the device was returned for analysis. The failure to deploy could not be replicated in a testing environment as the stent was not returned. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.